Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 8pm he obtained readings of ¿150 and 300mg/dl¿ on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using non adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2013 between 5-6pm he had an increased dose of humalog insulin, 15 units. The patient reported on (B)(6) 2013 a blood glucose reading was obtained but the patient was unable to recall the reading. The patient reported on (B)(6) 2013 at 5pm he was given a glucagon injection by emergency medical services (ems). The patient reported 1 day after the alleged issue occurred he developed symptoms of ¿cold sweats, blurred vision, passing out and headaches.¿ it is unknown if the patient had additional treatment in response to the symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient was found to be using an approved sample site to obtain the samples. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. The meter involved in this complaint has been evaluated by product analysis with the following findings: the complaint was not confirmed. This complaint is being reported as an adverse event because the patient claims due to the alleged issue he developed symptoms suggestive of an acute complication of diabetes and required treatment from ems.

Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.